Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a keypad that was defective. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer requested the part numbers for a replacement front bezel (with navigation ring). Onsite service was requested. The device was evaluated by a service engineer (se), and the reported problem (defective keypad) was not confirmed. However, the front bezel was replaced, and the system meets the specifications for the performed service and is returned to use.

Manufacturer narrative:
E: (B)(6) .